Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open box from the lot number provided in the report. The label matches the product returned. A photo of the device was also provided. Review of the photo of the device confirmed the complaint. The photo shows the barrel with all 6 bands remaining on it with one leg of the trigger cord extended out from the barrel and not in place under the bands. Several deployment beads can be seen in place on the barrel however they do appear to have been shifted slightly out of position. Our laboratory investigation of the product said to be involved also confirmed the complaint. A visual inspection of the device found that all 6 bands were in place on the returned barrel, however one leg of the trigger cord had come away from the barrel and was no longer under the bands. A loop in the trigger cord could also be seen coming away from the barrel between the 4th and 5th bands. All 12 deployment beads are present on the trigger cord however they are shifted out of position on the barrel. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: one leg of the trigger cord was found to be extended away from underneath the bands. A definitive cause for this observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unspecified ligation procedure, the physician used a 6 shooter saeed multi-band ligator. It was reported that after connecting the device to the scope it was discovered that the thread was aligned wrongly. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Review of the photo of the device confirmed the complaint. The photo shows the barrel with all 6 bands remaining on it with one leg of the trigger cord extended out from the barrel and not in place under the bands. Several deployment beads can be seen in place on the barrel however they do appear to have been shifted slightly out of position. The photo also shows that bead 6 is not in it's correct location at the end of the exposed leg of the trigger cord. No other details can be determined from the picture. The subassembly history record for the trigger cord said to be involved was reviewed. The quality control tensile test performed on a sample of the manufactured units met the acceptance criteria. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the photo provided confirmed the report. The photo shows a mbl barrel with all 6 bands remaining on it with one leg of the trigger cord extended out from the barrel and not in place under the bands. A complete investigation could not be completed because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.